Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pregnancy with contraceptive device ("first pregnancy with essure/pregnancy (with complications),") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety in 2005, depression in 2005, female sexual dysfunction in 2002, tubal ligation on (B)(6) 2012 and c-section (history of 2 prior cesarean sections). Concurrent conditions included rubber sensitivity, tobacco user, pelvic pain, frequency of micturition and uterine leiomyoma (unspecified, uterine fibroid). Concomitant products included anovlar (loestrin) since (B)(6) 2009 for birth control as well as alprazolam (xanax) since 2009, doxepin hydrochloride (doxepin hcl) since (B)(6) 2016, fluconazole since 2008, morphine sulfate since (B)(6) 2016, topiramate since (B)(6) 2016 and zolpidem tartrate (ambien) since 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced fungal infection ("yeast infection"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and weight fluctuation ("weight gain/ loss"). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed and high risk pregnancy ("high risk pregnancy/pregnancy (with complications),"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), insomnia ("sleeplessness"), depression ("depression"), anxiety ("anxiety,"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain"), arthralgia ("arthritis pain"), pelvic pain ("pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with analgesics, ibuprofen, surgery (total robotic hysterectomy, lt unilateral salpingectomy (one side removal of fallopian tube),) and surgery (cesarean sections). Essure was removed on (B)(6) 2016. On (B)(6) 2012, the pregnancy with contraceptive device and high risk pregnancy had resolved. At the time of the report, the menorrhagia, vaginal haemorrhage, fungal infection, insomnia, depression, anxiety, headache, migraine, tooth disorder, dyspareunia, arthralgia, alopecia, fatigue, weight fluctuation and female sexual dysfunction outcome was unknown and the dysmenorrhoea and pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2012. The reporter considered alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, high risk pregnancy, insomnia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: in the light of migrated device (reported as event in second pregnancy episode(ruptured ectopic pregnancy 2015) at "(B)(6)") and the first unwanted pregnancy, salpingostomy and tubal ligation performed on (B)(6) 2012. Since her last removal surgery via total hysterectomy and right salpingectomy (in (B)(6) 2016) during which essure piece was found embedded in uterus, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results: in 2010: hysterosalpingogram 6 months after implantation (in winter 2009): full occlusion of fallopian tubes. In (B)(6) 2012: lab and urine tests: both confirmed plaintiff almost 3 months pregnant. Endometrial biopsy: after sterile saline was injected, the endometrium was evaluated. No evidence of fibroids, masses, polyps or thickening. Size of uterus ¿ 9-10 weeks. Adnexa and cervix ¿normal. On (B)(6) 2016, surgical pathological report: me specimen is received in formalin, labeled with the patient's name "featherstone schemm, susan" and designated "uterus, cervix, left tubes" the specimen consists of a uterine corpus with attached cervix weighing 76 grams and measuring 8.3 4.7 x 4 cm. The serosal surface is tan pink, smooth and dull with no lesions noted. Silver colored metal coils are extending out of the cornua bilaterally. The cervix measures 2.5 cm in greatest diameter. The ectocervix is tan-pink, smooth and dull with a slit like external os measuring 0.6 cm. The endocervix is tan, trabecular with a thin mucoid layer. The endometrium is tan smooth an( glistening with a small amount of hemorrhage. The myometrium is tan-pink, rubbery with no well defined lesions or nodules noted. Also present in the specimen container is an irregular portion of tan fibrous tissue possibly representing a portion of fallopian tube measuring 1 cm in greatest dimension. Sectioning reveals a possible fallopian tube lumen. Representative sections are submitted as follows: anterior cervix (al), posterior cervix (a2), anterior lower uterine segment (a3), posterior lower uterine segment (a4), anterior endomyometrium (a5 to a6), posterior endomyometrium (a7 to a8), possible presumed fallopian (a9). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received: reporters details added. Events added as abnormal bleeding (vaginal, menorrhagia), pregnancy (with complications), yeast infection, depression, anxiety, sleeplessness, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain/loss, hair loss. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Historical, concomitant condition and relevant lab data were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('first pregnancy with essure/pregnancy (with complications),') and high risk pregnancy ('high risk pregnancy/pregnancy (with complications),') in a 23-year-old female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ortho tri-cyclen. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation on (B)(6) 2012, anxiety on (B)(6) 2005, depression on (B)(6) 2005, female sexual dysfunction in 2002, c-section (history of 2 prior cesarean sections), multigravida and parity 3. *in 2010: hysterosalpingogram 6 months after implantation (in winter 2009): full occlusion of fallopian tubes. In (B)(6) 2012: lab and urine tests: both confirmed plaintiff almost 3 months pregnant. Endometrial biopsy: after sterile saline was injected, the endometrium was evaluated. No evidence of fibroids, masses, polyps or thickening. Size of uterus ¿ 9-10 weeks. Adnexa and cervix ¿normal. (B)(6) 2016, surgical pathological report: me specimen is received in formalin, labeled with the patient's name "(B)(6)" and designated "uterus, cervix, left tubes" the specimen consists of a uterine corpus with attached cervix weighing 76 grams and measuring 8.3 4.7 x 4 cm. The serosal surface is tan pink, smooth and dull with no lesions noted. Silver colored metal coils are extending out of the cornua bilaterally. The cervix measures 2.5 cm in greatest diameter. The ectocervix is tan-pink, smooth and dull with a slit like external os measuring 0.6 cm. The endocervix is tan, trabecular with a thin mucoid layer. The endometrium is tan smooth an( glistening with a small amount of hemorrhage. The myometrium is tan-pink, rubbery with no well defined lesions or nodules noted. Also present in the specimen container is an irregular portion of tan fibrous tissue possibly representing a portion of fallopian tube measuring 1 cm in greatest dimension. Sectioning reveals a possible fallopian tube lumen. Representative sections are submitted as follows: anterior cervix (al), posterior cervix (a2), anterior lower uterine segment (a3), posterior lower uterine segment (a4), anterior endomyometrium (a5 to a6), posterior endomyometrium (a7 to a8), possible presumed fallopian (a9). Concurrent conditions included pain since (B)(6) 2005, rubber sensitivity, tobacco user, pelvic pain, frequency of micturition, uterine leiomyoma (unspecified, uterine fibroid) and dysthymic disorder. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2009 for birth control as well as alprazolam (xanax) since 2009, doxepin hydrochloride (doxepin hcl) since (B)(6) 2016, fluconazole since 2008, morphine sulfate since (B)(6) 2016, topiramate since (B)(6) 2016 and zolpidem tartrate (ambien) since 2009. On an unknown date, the patient started ortho tri-cyclen at an unspecified dose and frequency. On (B)(6) 2005, the patient experienced insomnia ("sleeplessness"), depression ("depression") and anxiety ("anxiety"), 1942 days before insertion of essure. On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/ vaginal) - type: yeast infection"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and weight fluctuation ("weight gain/ loss"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2012, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed and high risk pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain"), arthralgia ("arthritis pain") and pelvic pain ("pain"). The patient was treated with analgesics, ibuprofen, 7 extractions in (B)(6) 2017 fixed broken tooth cavities, surgery (c-section and hysterectomy with unilateral salpingectomy/partial left tube removal bilateral salpingectomy) and medication. Essure was removed on (B)(6) 2016. On (B)(6) 2012, the pregnancy with contraceptive device and high risk pregnancy had resolved. At the time of the report, the menorrhagia, vulvovaginal mycotic infection, insomnia, depression, headache, migraine, tooth disorder, dyspareunia, arthralgia, weight fluctuation and female sexual dysfunction outcome was unknown, the vaginal haemorrhage, anxiety, alopecia and fatigue was resolving and the dysmenorrhoea and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2012. The reporter considered alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, high risk pregnancy, insomnia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: in the light of migrated device (reported as event in second pregnancy episode(ruptured ectopic pregnancy 2015) at 2017-023301) and the first unwanted pregnancy, salpingostomy and tubal ligation performed on (B)(6) 2012. Since her last removal surgery via total hysterectomy and right salpingectomy (in (B)(6) 2016) during which essure piece was found embedded in uterus, symptoms have mostly resolved, though some remain (unspecified). We passed the essure coil through the left tubal ostia first and then discharge then with 1 coil being visible. We did exact same procedure with a new essure device on the right hand side, and 1 coil was also noted on the right side after insertion of the coil. Discrepancy noted: date of explant: (B)(6) 2016:hysterectomy with unilateral salpingectomy, (B)(6) 2015:unilateral salpingo-oophorectomy, (B)(6) 2012: bilateral salpingostomy and bilateral tubal ligation. Discrepancy noted in removal date: (B)(6) 2016, (B)(6) 2015, hysterectomy with unilateral salpingectomy- remaining partial left tube removal bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pregnancy with contraceptive device ("first pregnancy with essure/pregnancy (with complications),") in a 23-year-old female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ortho tri-cyclen. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety on (B)(6) 2005, depression on (B)(6) 2005, female sexual dysfunction in 2002, tubal ligation on 6-sep-2012, c-section (history of 2 prior cesarean sections), multigravida and parity 3. *in 2010: hysterosalpingogram 6 months after implantation (in winter 2009): full occlusion of fallopian tubes. In february or (B)(6) 2012: lab and urine tests: both confirmed plaintiff almost 3 months pregnant. Endometrial biopsy: after sterile saline was injected, the endometrium was evaluated. No evidence of fibroids, masses, polyps or thickening. Size of uterus ¿ 9-10 weeks. Adnexa and cervix ¿normal. On (B)(6) 2016, surgical pathological report: me specimen is received in formalin, labeled with the patient's name "featherstone schemm, susan" and designated "uterus, cervix, left tubes" the specimen consists of a uterine corpus with attached cervix weighing 76 grams and measuring 8.3 4.7 x 4 cm. The serosal surface is tan pink, smooth and dull with no lesions noted. Silver colored metal coils are extending out of the cornua bilaterally. The cervix measures 2.5 cm in greatest diameter. The ectocervix is tan-pink, smooth and dull with a slit like external os measuring 0.6 cm. The endocervix is tan, trabecular with a thin mucoid layer. The endometrium is tan smooth an( glistening with a small amount of hemorrhage. The myometrium is tan-pink, rubbery with no well defined lesions or nodules noted. Also present in the specimen container is an irregular portion of tan fibrous tissue possibly representing a portion of fallopian tube measuring 1 cm in greatest dimension. Sectioning reveals a possible fallopian tube lumen. Representative sections are submitted as follows: anterior cervix (al), posterior cervix (a2), anterior lower uterine segment (a3), posterior lower uterine segment (a4), anterior endomyometrium (a5 to a6), posterior endomyometrium (a7 to a8), possible presumed fallopian (a9). Concurrent conditions included rubber sensitivity, tobacco user, pelvic pain, frequency of micturition, uterine leiomyoma (unspecified, uterine fibroid) and pain since (B)(6) 2005. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2009 for birth control as well as alprazolam (xanax) since 2009, doxepin hydrochloride (doxepin hcl) since (B)(6) 2016, fluconazole since 2008, morphine sulfate since september 2016, topiramate since september 2016 and zolpidem tartrate (ambien) since 2009. On an unknown date, the patient started ortho tri-cyclen at an unspecified dose and frequency. On (B)(6) 2005, the patient experienced insomnia ("sleeplessness"), depression ("depression") and anxiety ("anxiety"), 1942 days before insertion of essure. On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/ vaginal) - type: yeast infection"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and weight fluctuation ("weight gain/ loss"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2012, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed and high risk pregnancy ("high risk pregnancy/pregnancy (with complications),"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain"), arthralgia ("arthritis pain") and pelvic pain ("pain"). The patient was treated with analgesics, ibuprofen, 7 extractions in (B)(6) 2017 fixed broken tooth cavities, surgery (c-section and hysterectomy with unilateral salpingectomy) and medication. Essure was removed on (B)(6) 2016. On (B)(6) 2012, the pregnancy with contraceptive device and high risk pregnancy had resolved. At the time of the report, the menorrhagia, vulvovaginal mycotic infection, insomnia, depression, headache, migraine, tooth disorder, dyspareunia, arthralgia, weight fluctuation and female sexual dysfunction outcome was unknown, the vaginal haemorrhage, anxiety, alopecia and fatigue was resolving and the dysmenorrhoea and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2012. The reporter considered alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, high risk pregnancy, insomnia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: in the light of migrated device (reported as event in second pregnancy episode(ruptured ectopic pregnancy 2015) at (B)(4)) and the first unwanted pregnancy, salpingostomy and tubal ligation performed on 06-sep-2012. Since her last removal surgery via total hysterectomy and right salpingectomy (in (B)(6) 2016) during which essure piece was found embedded in uterus, symptoms have mostly resolved, though some remain (unspecified). We passed the essure coil through the left tubal ostia first and then discharge then with 1 coil being visible. We did exact same procedure with a new essure device on the right hand side, and 1 coil was also noted on the right side after insertion of the coil. Discrepancy noted: date of explant: on (B)(6) 2016:hysterectomy with unilateral salpingectomy, on (B)(6) 2015:unilateral salpingo-oophorectomy, on (B)(6) 2012: bilateral salpingostomy and bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs received. Lot number was added. Pt of event fungal infection was updated to vulvovaginal mycotic infection. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pregnancy with contraceptive device ("first pregnancy with essure/pregnancy (with complications),") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety in 2005, depression in 2005, female sexual dysfunction in 2002, tubal ligation on (B)(6) 2012 and c-section (history of 2 prior cesarean sections). Concurrent conditions included rubber sensitivity, tobacco user, pelvic pain, frequency of micturition and uterine leiomyoma (unspecified, uterine fibroid). Concomitant products included anovlar (loestrin) since (B)(6) 2009 for birth control as well as alprazolam (xanax) since 2009, doxepin hydrochloride (doxepin hcl) since (B)(6) 2016, fluconazole since 2008, morphine sulfate since (B)(6) 2016, topiramate since (B)(6) 2016 and zolpidem tartrate (ambien) since 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced fungal infection ("yeast infection"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and weight fluctuation ("weight gain/ loss"). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed and high risk pregnancy ("high risk pregnancy/pregnancy (with complications),"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), insomnia ("sleeplessness"), depression ("depression"), anxiety ("anxiety"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain"), arthralgia ("arthritis pain"), pelvic pain ("pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with analgesics, ibuprofen, surgery (total robotic hysterectomy, lt unilateral salpingectomy (one side removal of fallopian tube),) and surgery (c-section). Essure was removed on (B)(6) 2016. On (B)(6) 2012, the pregnancy with contraceptive device and high risk pregnancy had resolved. At the time of the report, the menorrhagia, fungal infection, insomnia, depression, headache, migraine, tooth disorder, dyspareunia, arthralgia, weight fluctuation and female sexual dysfunction outcome was unknown, the vaginal haemorrhage, anxiety, alopecia and fatigue was resolving and the dysmenorrhoea and pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2012. The reporter considered alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, high risk pregnancy, insomnia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: in the light of migrated device (reported as event in second pregnancy episode(ruptured ectopic pregnancy 2015) at (B)(4) ) and the first unwanted pregnancy, salpingostomy and tubal ligation performed on (B)(6) 2012. Since her last removal surgery via total hysterectomy and right salpingectomy (in (B)(6) 2016) during which essure piece was found embedded in uterus, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results: in 2010: hysterosalpingogram 6 months after implantation (in winter 2009): full occlusion of fallopian tubes. In february or (B)(6) 2012: lab and urine tests: both confirmed plaintiff almost 3 months pregnant. Endometrial biopsy: after sterile saline was injected, the endometrium was evaluated. No evidence of fibroids, masses, polyps or thickening. Size of uterus ¿ 9-10 weeks. Adnexa and cervix ¿normal. (B)(6) 2016, surgical pathological report: me specimen is received in formalin, labeled with the patient's name "featherstone schemm, susan" and designated "uterus, cervix, left tubes" the specimen consists of a uterine corpus with attached cervix weighing 76 grams and measuring 8.3 4.7 x 4 cm. The serosal surface is tan pink, smooth and dull with no lesions noted. Silver colored metal coils are extending out of the cornua bilaterally. The cervix measures 2.5 cm in greatest diameter. The ectocervix is tan-pink, smooth and dull with a slit like external os measuring 0.6 cm. The endocervix is tan, trabecular with a thin mucoid layer. The endometrium is tan smooth an( glistening with a small amount of hemorrhage. The myometrium is tan-pink, rubbery with no well defined lesions or nodules noted. Also present in the specimen container is an irregular portion of tan fibrous tissue possibly representing a portion of fallopian tube measuring 1 cm in greatest dimension. Sectioning reveals a possible fallopian tube lumen. Representative sections are submitted as follows: anterior cervix (al), posterior cervix (a2), anterior lower uterine segment (a3), posterior lower uterine segment (a4), anterior endomyometrium (a5 to a6), posterior endomyometrium (a7 to a8), possible presumed fallopian (a9). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2018: pfs received. Update outcomes. On 17-jul-2018:quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.